Event description:
Unit suddenly shut down completely with no alarm sound. A nurse was present at the time of the event and changed the pt to another ventilator. No death or injury occurred to the pt as a result of this incident. This problem was not reported to the co by the distributor until 01/06/2015.